Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 20 events were reported for this quarter. Product return status: 16 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. 2 devices were not available to stryker for evaluation.  Evaluation status: 6 events were confirmed during testing. 6 devices were found to be affected by corrosion. 8 events were not confirmed during testing; however, the devices were found to be affected by corrosion. 2 device evaluations are in progress. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 20 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received. Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. Not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion.   Additional information 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.